Manufacturer narrative:
(B)(4): the partial lead in segments was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer insulation had cosmetic cut, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. Upon review the patient was (B)(6) at the time of the event. The original MDR was untimely reported during (B)(4). In addition the lead has now been returned. Analysis of the lead is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Upon review the patient was (B)(6) at the time of the event. The original MDR was untimely reported during the bimonthly reporting period. In addition, the lead has now been returned. Analysis of the lead is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that a patient alert sounded and that the right ventricular lead was found to have high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient alert sounded and that the right ventricular lead was found to have high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.